Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the patient had begun experiencing an increase in seizures. It is unclear if the increase in seizures was above pre-vns levels. Further attempts for information to the treating physician have provided no further insight into the patient's increase in seizures. No other relevant information has been received to date.